Manufacturer narrative:
Product event summary: analysis found the analyzer would not communicate with the programmer, and the "analyzer ID" test failed at the console. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned to the company service department for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.